Event description:
The physician informed that a patient was seen due to experiencing pain upon waking up. The clinic notes report that the patient experienced some pain in his neck on the left side associated with some discomfort up to his left ear and also his tooth area, which is reported to be occurring with the vns stimulation on times. The device diagnostics tests showed high lead impedance upon initial testing; however, the physician then re-tested the device and received okay impedance. The generator was disabled as a result of these events. Ap and lateral neck and chest x-rays were reviewed. Based on the images provided, the feedthru wires appeared intact at the connector pins, and the lead pin was fully inserted through the connector block. The device was placed in the patient¿s left chest per labeling. The lead was observed in the neck and chest; however, portions of the lead (especially around the generator) were not visible due to poor image quality and therefore could not be assessed. Due to the image quality, the integrity of the lead wires at the connector pin was unable to be assessed. In the portions of the lead visible, no gross lead fractures or other anomalies were observed. The patient has been referred to a surgeon; however, no known surgical intervention has occurred to date. No other relevant information has been received to date.